Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. (B)(4).

Event description:
It was reported that during preparation when attempting to remove the protective sheath of a 3.5 x 18 mm xience xpedition stent delivery system, the stent dislodged and remained in the sheath. There was no reported resistance removing the protective sheath. Another xience xpedition stent was deployed to successfully complete the procedure. There was no patient involvement. There was no clinically significant delay in the procedure. No additional information was provided.